Event description:
Zimmer, po box 708, warsaw, in 46581-0708. This is to acknowledge receipt of your correspondence relative to the subject matter and to advise that same has been forwarded to our zimmer patient care div at 200 w ohio ave, po box 10, dover, oh 44622.